Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. After sheath insertion, during confirmation of blood backflow following dilator removal, continuous air aspiration was observed. Air was noted inside the aspiration syringe. The sheath was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
B5: describe event or problem- updated with new information obtained.

Event description:
It was reported that during a pulmonary vein isolation procedure to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. After sheath insertion, during confirmation of blood backflow following dilator removal, continuous air aspiration was observed. Air was noted inside the aspiration syringe. The sheath was replaced and the procedure was completed successfully. No patient complications were reported. It was further reported that the presence of air in the patient's body could not be confirmed. No clear symptoms of cerebral embolism were observed, and the patient has been discharged.